Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was newly diagnosed with a bacterial infection at the extracorporeal membrane oxygenation (ECMO) insertion site. The patient received surgical treatment only, it was noted that the cause of the infection was patient condition. The infection was reportedly not device related. On (B)(6) 2023, the patient experienced respiratory failure. They were intubated for 11 days, and a tracheostomy was performed. The causal relationship was considered low but could not be denied. It was identified on (B)(6) 2023, that the patient had a bacterial infection at the extracorporeal membrane oxygenation (ECMO) cannula insertion site. It was noted as line sepsis. The patient received drug therapy only, and the cause of infection was complexities of medical management. The infection was reportedly not device related.

Manufacturer narrative:
B3 - date of event: correction. Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate 3 lvas patient handbook, rev. C, are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket), respiratory failure, and sepsis, that may be associated with the use of the heartmate 3 lvas. The IFU also lists infection as a potential late postimplant complication. The IFU provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.